Manufacturer narrative:
(B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent right knee arthroplasty due to osteoarthritis. It was noted the patella was resected and patellar button applied. The surgeon reported no intraoperative complications. Depuy components, and two depuy cements were implanted in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to loosening and instability. The surgeon indicated the tibial tray had debonded off the cement at the cement to tray interface. The femoral component was revised, though there were no allegations against it. The patella was intact and not revised. The surgeon reported no intraoperative complications. Competitor components were implanted in the revision. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (rt knee).